Event description:
It was reported that device contamination occurred. The patient presented with in-stent restenosis. A 2.50 x 20 mm agent drug-coated balloon (dcb) was selected for use. It was noted that the device appeared dirty upon opening the box. The procedure successfully completed with another agent dcb. There was no patient complications reported.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that device contamination occurred. The patient presented with in-stent restenosis. A 2.50 x 20 mm agent drug-coated balloon (dcb) was selected for use. It was noted that the device appeared dirty upon opening the box. The procedure successfully completed with another agent dcb. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: agent dcb returned for analysis. A visual, tactile and microscopic examination was performed. The device was received inserted through the protective coiled hoop. The hoop, with the device inside, was received in the opened outer box. An examination of the outer box identified no damage to the box. The inner pouch was not received for analysis. The blue closure strip had been opened. The balloon protector and mandrel had been removed from the device and was not received with the device for analysis. A microscopic of the plastic protective coiled hoop identified some traces/droplets of liquid. This liquid was consistent with water/saline. An examination of the balloon catheter identified no evidence of device used; however, there was evidence that some of the drug coating on the balloon was missing/dissolved. There was no dirt, or foreign material identified along the entire device. Inspection of the remainder of the device presented no other damage or irregularities. B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.